Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event on (B)(6) 2015. At 10:33:17 on (B)(6) 2015, the lifevest properly detected ventricular tachycardia (vt) at 215 bpm, a treatable rhythm. The lifevest subsequently treated the patient at 10:33:52. However, the patient's arrhythmia self-converted to sinus rhythm at 65 bpm five seconds prior to the treatment. The patient was at home during the treatment and does not remember the event. A review of the downloaded data indicates that the response buttons were not pressed during the event. After the first treatment, the patient was taken to the hospital. In the hospital, the patient was fit with a new lifevest and subsequently received two appropriate defibrillation shocks in response to vt. The patient then ended use of the lifevest in order to receive an ICD. On (B)(4) 2015, a us distributor returned the electrode belt associated with the first treatment to report that one of the therapy electrodes (te) did not fully deploy gel.

Manufacturer narrative:
There was no death associated with the defibrillation event. Belt sn (B)(4) was returned for investigation into lack of gel deployment from the therapy electrode (te) during the first treatment event. Upon evaluation, the rear 2-wire therapy electrode did not deploy gel. The root cause of the failure was excessive force placed on the feedthrough lead during assembly. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. In this event, the front and rear 1-wire te deployed gel but the rear 2-wire te did not. The impedance reading was 59 ohms, which is well within normal range. There is no indication that the failure to deploy gel from the rear 2-wire te results in a patient injury. Device evaluation of monitor sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) - reuse; electrode belt sn (B)(4) - 06/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf